Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Analysis of the device memory indicated diminished right ventricular sensing.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited premature battery depletion. It was also reported that the right ventricular (rv) lead exhibited high thresholds, no capture, undersensing and small r-waves. Both the device and lead were explanted and replaced. No patient complications have been reported as a result of this event.